Event description:
The haptic of the lens was found to be bent after it was placed in the eye. The lens was removed and replaced with another lens.

Manufacturer narrative:
The cause for the bent haptic cannot be determined.